Manufacturer narrative:
H4 - device MFR date and d4 - lot # was unknown the device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a 7" (18cm) pressure infusion (350psig) smallbore ext set with neutron, purple clamp, rotating luer with item number. It was reported that they had recent issues with the extension set with neutron valves that they use with the PICC lines. PICC nurses have told that 3 incidences have occurred in the last two weeks with three different patients. The extension sets are reported to have been leaking and the one in the reporter office has blood backed up into the extension set. The event occurred during tpn or intralipid therapy on patients. There was patient involvement with no patient harm. There was no delay in therapy, and the extension set was replaced aseptically with new nc-101 extension set. The devices were attached to 1.4 french PICC lines which is contaminated with blood and intralipids are present in the device and visually lipids are present around the blue neutron valve device.